Manufacturer narrative:
Serial number was not provided therefore pertinent information could not be obtained. The reporter stated the device would be returned for evaluation, as of date there is no indication that the device has been returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a craniotomy surgery, "when the cutting burr which was connected to the device was loaded during cutting the skull, it broke down". The user "checked it outside the operative field and it spewed smoke". There was patient involvement reported. There were no delays to the surgical procedure. It is unknown if a spare device was available. There were no reports of injuries, medical intervention or adverse events. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.